Event description:
It was reported that needle 21x1 ll eclipse had foreign matter. The following information was provided by the initial reporter: found in the needles presence of foreign body and dirt on the packaging.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 9302294. D.4. Medical device expiration date: 10/31/2024. H.4. Device manufacture date: 10/29/2019. H.6. Investigation: through the analysis of the photo sent by the client, it is possible to observe the presence of foreign matter. The sample referring to the incident was received and through the analysis of the sample it was possible to confirm that the foreign matter is grease. Furthermore, batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. According to the investigation carried out, the possible root cause for the incident is the draining of grease from the piping responsible for the exhaustion at the exit of the furnace.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9302294, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-29. Medical device lot #: 0244354, medical device expiration date: 2025-08-31, device manufacture date: 2020-08-31. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21x1 ll eclipse had foreign matter. The following information was provided by the initial reporter: found in the needles presence of foreign body and dirt on the packaging.